Event description:
Boston scientific crm received information that this right ventricular (rv) lead was successfully repositioned during a revision procedure. The reason for the procedure was a loss of sensing amplitude (12mv to 2mv) due to dislodgement. No adverse effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.